Manufacturer narrative:
Unit received with no audio on alarms due to broken solder joint at black transducer wire. Unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that he recently had an unexpected low blood glucose level and thought the insulin pump may not be functioning properly. Customer wanted to get the insulin pump replaced due to scroll lock recall. Blood glucose level at the time of the incident was 62 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.